Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure on the skull, it was observed that the cutter device was broken when the surgeon opened the hole into the patient's skull. It was reported that there were no delays in the surgical procedure. It was reported that the surgery was completed without any issue and no broken parts were in the patients body. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device is evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the tip of the cutter device was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs, the angle indicated that there was excessive lateral or side force applied which most likely caused the cutter device to break. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device use, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: this field was incorrectly marked as yes in the initial report. This field has been corrected to no.